Manufacturer narrative:
The balloon catheter afapro28 with lot number 98873 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for eight injections. The catheter was able to complete the performance test with the testing console without triggering a system notice. Dissection testing showed a guide wire lumen kink 1.18 inches from the tip, the pressure test did not show any breach at the kink location. The reported guide wire lumen kink issue was confirmed through product analysis. The balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter tip became kinked as the patient had disordered breathing. The balloon catheter was replaced with resolve to the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.